Event description:
It was reported the patient could not move her legs while in recovery following implant surgery. However, the patient still had sensation in her legs. The patient returned to the operating room the same day and the lead was removed. The patient had an MRI scan. The patient underwent a multilevel decompression the following day. The patient was still in the hospital four days later and was likely to be transferred to a rehabilitation facility in an attempt to regain movement in her legs. Additional information has been requested from the hcp, but was not available as of the date of this report.